Event description:
It was reported that the patient was admitted to the hospital due to intermittent periods of unconsciousness. The patient's pump was interrogated and a motor stall had occurred. The attending neurologist planned to monitor the patient on IV narcotic medication to rule out additional causes. The medication being delivered via the device system was morphine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).